Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device prompted a "pad failure/pads not recognized" message. Complainant indicated that the paramedic obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device was recertified and returned to the customer. It is noteworthy to mention the multi-function cable, CPR adapter and electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.